Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation, spinal pain. It was reported that the patient wanted her entire system removed. Patient stated that for over a year her back pain had been out of control. On (B)(6) 2019 she was hospitalized for a systemic infection. Patient stated she had an allergic reaction over her right kidney that spread all over her back, where the ins was implanted. Patient stated she was hospitalized for 10 days with issues in her kidney, liver and heart. Patient stated that during this time her ins died. Patient then reported she had a new infection with same bacteria. Patient stated her hcp thought the bacteria was living around the patient's ins. Therefore, patient wanted her ins and lead wires removed completely. Patient stated she realized her back pain went away after the implant died. Patient did not attempt to recharge it. No further complications were reported/ anticipated.